Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the delivery system was returned for evaluation without original packaging. The stent was found still loaded in the delivery catheter, the safety lock slider was in its locked position. The green stability catheter was found broken 15 mm distal to the kink protection. Any other defects or any indication for rough handling of the device could not be found. The original packaging of the device was not returned to evaluate the alleged deficiency of the mounting card. It was reported that the strap, respectively the bracket of the mounting card was not closed, when the customer removed the device from its packaging. As the original packaging was not returned, this issue could not be verified. However, an inappropriate attachment of the delivery system on its mounting card or a defect mounting card may have caused the deformation of the catheter of the delivery system. Based on evaluation of the sample returned, a break of the catheter near the handle is confirmed. The alleged deficiency of the mounting card could not be verified, as the original packaging was not returned. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling applicable for this product was reviewed. The instructions for use was found to address the potential risk: "do not use the device if the sterile packaging has been damaged or unintentionally opened prior to use". Regarding preparation the instructions for use states: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used". H10: d4 (expiration date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the preparation of a stent placement procedure, after opening the stent from its packaging, the stent delivery shaft allegedly appeared to be kinked directly behind the grip. It was further reported that the bracket that holds the stent system on the plate was allegedly opened. There was no patient contact.